Event description:
Had lasik surgery in april of 2007. Couple years later started to notice floaters, eyes starting to get dry and have early signs of cataracts. I'm only 40 and nobody has had issues with cataracts or dry eye in my immediate family. Seeing starbursts at night. FDA safety report ID# (B)(4) .